Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer declined to address elevated bg at the time of the event. Reportedly, the customer performed a cartridge change to resolve the issue.